Event description:
A ventilator was returned to a factory authorized service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the factory authorized service center, an error code depicting that a ventilator inoperative alarm that occurred was discovered in the device's event log. The device's system board was replaced to address the issue. Additionally, not related to the error code the device's muffler and filter was found to be dirty and were replaced.